Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer's stylus was unable to be calibrated to the touch screen display. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer's stylus was unable to be calibrated to the touch screen display. The programmer was returned for service. No patient complications have been reported as a result of this event.